Event description:
It was reported that during priming, fluid did not flow through the set. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection did not detect any defects other than a kink in the pump tube caused by the system since it was returned without the blue clip. Functional testing was performed and no discrepancies were detected, the device could be primed. The device functioned as intended and no fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07870 is no longer considered reportable, please disregard any MDR reports associated with it.